Event description:
Pt presented with loosening of the femoral component. Femoral component replaced with 2-post femoral component.

Manufacturer narrative:
Product was not returned for evaluation. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated.